Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low glucose readings, including a nadir of 50 mg/dl, followed by rapid rises after consuming approximately 15 g of fast-acting carbohydrates, and discrepant values between fingerstick (119 mg/dl) and the ilet-reported glucose (177 mg/dl), after which the user entered the fingerstick value to recalibrate; subsequent rapid decline to 57 mg/dl prompted additional carbohydrate intake and was followed by a rapid rise to 159 mg/dl, consistent with a roller-coaster pattern while using the ilet. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates and continued ilet use without reported hospitalization. Investigation included review of sensor accuracy via fingerstick comparison, device recalibration through manual entry of blood glucose, and consultation with a trainer for use optimization and troubleshooting education. Investigation of this case revealed no confirmed device malfunction and suggested potential sensor-reading discrepancy and counterregulatory dosing dynamics contributing to alternating hypo- and hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.